Event description:
The nurse reported a system message displayed during surgery. The surgeon was not able to finish the laser portion of the surgery. The nurse stated the patient will not be rescheduled for additional surgery at this time. One case was cancelled. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and the laser engine was replaced. The laser engine will be sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in according with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).